Manufacturer narrative:
On 21-nov-2017, a siemens healthcare diagnostics (siemens) customer service engineer (cse) was dispatched to the customer site and performed a preventative maintenance on the sysmex ca-1500 system. The operator declined further investigation and since (B)(6) 2017, the operator discontinued running the heparin unfractionated (uf) assay. Since the operator refused further investigation, siemens healthcare diagnostics (siemens) cannot determine the cause of the discordant, falsely low heparin uf result. No further evaluation of this device or reagent is required.

Event description:
A discordant, falsely low heparin unfractionated (uf) result was obtained on a patient sample on the sysmex ca-1500 system. This result was reported to the physician, who did not question the result. The sample was sent to alternate facility and tested for heparin uf. An expected, higher heparin uf result was obtained on the patient sample. A corrected report was not provided for this patient. The patient's heparin treatment was not adjusted due to the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low heparin uf result.